Event description:
It was reported that an angio-seal evolution was deployed post procedure to treat a patient with an acute myocardial infarction (mi). The patient received 325 mg of aspirin, 600 of plavix and 5000 units of heparin. The angio-seal was deployed in the femoral arteriotomy. The patient also had a femoral venous sheath in: however, that was a few inches caudal to the arterial puncture. Twenty hours post deployment, the patient sat up in bed and the groin began to bleed. The patient lost approximately 1 liter of blood, developed a hematoma in the groin, and became hypotensive. The patient was transfused with two units of blood. Manual pressure was held; the patient was stabilized, and is reported to now be doing fine. A vascular consultation was performed and no problems were reported.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. A training record for the physician was not found. The angio-seal device instruction for use (IFU) states that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.